Event description:
A customer reported to a company representative that the 25 gauge cannula broke when attempting to draw up the silicone oil during a procedure. There was no patient harm reported.

Manufacturer narrative:
A sample has been received and is awaiting inspection. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).